Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) looks deformed and like its been burnt.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.